Manufacturer narrative:
The device was returned. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted. No damage observed. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The plunger was removed and cleaned for further evaluation. No plunger damage or abnormalities were observed. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause for the reported edge damage could not be determined. No problem was found with the returned device. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The plunger was removed and cleaned for further evaluation. No plunger damage or abnormalities were observed. The lens remains implanted. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. A sample was received at the manufacturing site. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported "edge damage" with an intraocular lens (iol) during an implantation procedure. The lens remains implanted with no patient harm. Additional information has been requested however, further information has not been received.